Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Excess zinc [blood zinc increased]. Copper depletion [blood copper decreased]. Profound and permanent injuries [injury]. Case description: an attorney reported that their client, a (B)(6) male, used fixodent denture adhesive, version unk cream 1 application, unspecified frequency as his personal denture adhesive beginning 1992 through 2009 and reported the following: profound and permanent neurological injuries, excess zinc and resulting copper depletion, profound and permanent injuries. Health care professional was visited. Treatment: received and will continue to receive unspecified medical are. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further info was provided.